Manufacturer narrative:
B4:24sep2021. The field service engineer (fse) reported that the customer issue was confirmed and that the 1208-alarm message: oxygen not available error code was observed. The fse reported increasing the o2 inlet pressure from 5.2; the issue was then resolved. No parts were replaced. The unit passed performance verification testing, and it was returned to service.

Manufacturer narrative:
Date of report: 07may2021. (B)(6).

Event description:
It was reported to philips that the device was getting a no oxygen alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.